Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing at the occluder feet. Functional testing, including leak, clear passage and clamp function tests were performed; leak testing failed due to hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damaged. The transfer set tubing inside the white twist sleeve was cracked. This was detected by the home patient during pd therapy. The transfer set was replaced with a new product before the patient continued with pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.